Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, post deployment of a 29mm sapien 3 valve in the aortic position the balloon burst due to sino tubular junction (stj) calcium. Upon attempting to remove the delivery system, the ruptured balloon became stuck in the seam of the sheath. The entire system including the sheath and commander were then removed. A new 16f esheath was then inserted to preserve hemostasis. Puncture was then closed in the normal fashion with 2 perclose devices. Patient remained stable throughout. Per ew1 no bav was performed. As reported, the balloon bust during deployment of the valve just as the commander balloon was at full profile. The balloon was fully inflated when it burst. The stj was severely calcified. No extra volume added to the balloon prior to the inflation. The lot number of the first sheath used was 63935311. There was damage to the delivery system caused by the withdrawal issues. The balloon on the commander system had burst and prolapsed. This caused the balloon to not be able to be sheathed. A 3mensio and pictures were provided. The device(s) were discarded.

Event description:
As reported, post deployment of a 29mm sapien 3 valve in the aortic position the balloon burst due to sino tubular junction (stj) calcium. Upon attempting to remove the delivery system, the ruptured balloon became stuck in the seam of the sheath. The entire system including the sheath and commander were then removed. A new 16f esheath was then inserted to preserve hemostasis. Puncture was then closed in the normal fashion with 2 perclose devices. Patient remained stable throughout. Per ew1 no bav was performed. As reported, the balloon bust during deployment of the valve just as the commander balloon was at full profile. The balloon was fully inflated when it burst. The stj was severely calcified. No extra volume added to the balloon prior to the inflation. The lot number of the first sheath used was 63935311. There was damage to the delivery system caused by the withdrawal issues. The balloon on the commander system had burst and prolapsed. This caused the balloon to not be able to be sheathed. A 3mensio and pictures were provided. The device(s) were discarded.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation. An image review was performed on imagery provided of the patient's anatomy and the presence of calcification was seen on native annulus and a radial tear burst. Balloon material was inverted to distal nose tip. One of the distal wings flared out. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A DHR review was unable to be performed as the work order information was not provided. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description state, "the stj was severely calcified." Additionally, calcification is present in the sino tubular junction (stj) of the patient as per the provided 3mensio report. The patient had calcification in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.